Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days ago this device showed one year and six months remaining longevity, at a follow up two days after this the device showed one year remaining with a magnet rate of 100 beats per minute on both occasions. An inquiry was made to boston scientific technical services (ts) regarding why this changed so quickly. No adverse patient effects were reported. Ts discussed to use the more conservative of the two to determine longevity. Ts also discussed that the device uses different methods to determine the longevity for the gas gauge, and small shifts in impedances and outputs can impact this impact on longevity. Ts also discussed the auto capture feature and possible disabling toward elective replacement indicator (eri) as the device attempts to maintain an output of 3.5 v for 90 days. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Additional information noted that this device was explanted and returned. No additional adverse patient effects were reported.